Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the alarm was noticed when the patient was seen in the doctor's office on (B)(6) 2018. The rep reported the serial number of the pump was unknown. The cause of the alarm was due to the pump being at end of service. It was reported that the rep informed the doctor to reach out to a rep in new hampshire. The rep in (B)(6) then referred the patient to a doctor there for a replacement. The pump was replaced. The patient's weight was unknown, and it was reported that the alarm had been resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient failed to make an appointment to get their pump replaced and it was alarming. It was reported the patient was probably going to go into withdrawals. It was reported that the patient's battery life is "toast." The patient would be given some oral baclofen. No further complications were anticipated/reported.